Manufacturer narrative:
Qn#(B)(4). The device investigation is pending and a follow-up report will be issued after the investigation is completed. The device history review could not be conducted since the lot number was not provided. Teleflex will continue to monitor and trend related events.

Event description:
Reported event: the doctor failed to fire staples from the device while using it on a patient.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed no clear evidence of use in the form of biological material. The trigger was partially engaged, and first staple was partially formed. The stapler was returned with 39 staples in the cartridge. No defects or anomalies were observed with the device. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple was properly formed but did not release due to operator error. The next four staples formed and released properly. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. All remaining staples were fired and were able to engage and close into the simulated skin with no difficulty. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint could not be confirmed. Upon functional inspection, no issues were observed with the returned stapler. The lot number was not reported by the customer. A potential lot number was identified based on a review of sales history. A device history record review was performed on the potential lot number with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information and sample provided. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported event: the doctor failed to fire staples from the device while using it on a patient.